Event description:
It was reported the stretcher was experiencing brake issues, possibly indicating reduced/inadequate brake force. The model and serial number of the device have not been provided at this time. There are no reports of patient involvement or adverse consequences.

Manufacturer narrative:
The device was not made accessible was not made accessible by the customer. H codes updated to reflect this.

Event description:
It was reported the stretcher was experiencing brake issues, possibly indicating reduced/inadequate brake force. The model and serial number of the device have not been provided at this time. There are no reports of patient involvement or adverse consequences.